Manufacturer narrative:
Evaluation summary: when the returned product was checked, it was confirmed that the lcb had buckled. It is determined that the buckling of the lcb causes the lcb to break and the amount of light to decrease, resulting in an image defect.

Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) region involving pentax video scope ec38-i10l. In the event reported, it was stated that there was no video image. The anomaly was detected in the procedure room before use and there was no adverse event reported with this complaint. The device was returned to pentax medical service facility on service order (B)(4) where it was inspected, and the user narrative was not confirmed. Inspection findings are as follows: umbilical cable buckle at umbilical connector side; passed dry leak test; passed wet leak test; customer complaint not duplicated; hole in # 1 remote control button cover; suction tube twisted/kink. Although the user narrative was not confirmed, repairs need to be performed to address other defects found. The device is in the process of being repaired where all defects will be corrected and will be returned to the user upon completion. Parts to be replaced: o-rings and seals; bending rubber; shield pipe for ccd; signal wire for ccd; light guide cable; suction channel lg. A review of the service history indicates the device was routinely serviced at a pentax facility. No other information provided.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Similar model ec38-i10l-us is available in the USA with a 510k number k131855. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.